Event description:
The customer reported that erroneous, elevated free thyroxine (ft4) results were generated on an access 2 immunoassay system for two patient samples on different days. This report is one of two and represents the initial, elevated free thyroxine (ft4) result, above the normal reference range, which was generated for one patient on (B)(6) 2011. Repeat testing of the patient sample on the same instrument produced lower results within the normal reference range of the assay. The initial ft4 result was reported outside of the laboratory however there have been no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Patient specific information, instrument system information and sample handling/collection information were not provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011, for this event. The field service engineer (fse) completed an instrument ultrasonic modification and additional preventive maintenance activities. The fse replaced the wash valve rotor and precision belt. The fse addressed significant wash buffer buildup on the wash and precision valves. The fse performed an instrument system check which generated results within instrument specifications. Instrument assay quality control results recovered within the customer's established ranges. The instrument was returned to service after the completion of the necessary verified repairs. A definitive root cause for this event has not been determined to date. Mdrs associated with this event: 2122870-2011-03098, 2122870-2011-03099.